Event description:
User experienced bicarbonate (co2) pt results drifting high during a run on the d module; occurring multiple times the morning of (B) (6) 2009. User explained the results began failing delta checks, which prompted him to repeat testing of the samples on another d module. Exact number of pt samples affected was not provided; however, the user indicated that several comparisons exceeded 25 percent difference in recovery between initial and repeat testing. Only the following pt example of discrepant results was provided: initial result gave 41 mmol per l; repeat on a different module gave 21 mmol per l. The result of 21 mmol per l was reported out. No erroneous results were reported and pts were not adversely affected. The field service rep determined the co2 reagent dispense line was dirty, and replaced co2 reagent dispense nozzle. Additionally, he performed cleaning to co2 reagent dispense line. Calibration and controls were run to verify analyzer was performing within spec.